Event description:
The patient had a ventricular fibrillation but the monitor didn't alarm. The patient had ventricular fibrillation but the monitor didn't alarm. An alarm was activated by arterial blood pressure and this snapshot created. The patient was resuscitated. The devices are still in use.